Event description:
Patient reported "deflation". This record is for the right-side. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-07785. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d6a implant date: it was indicated that the patient underwent augmentation in 2011 with no history of revision. However, the patient's contralateral side device was not manufactured until 14/jun/2011. The partial implant date has been removed as there is no additional information available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d4, d6a, d9, h3, h4, h6, h11.